Event description:
It was reported by the mapreveal study personnel that within approximately a month post implant that the device was explanted secondary to an infection. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found.